Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas after announcing a usual-size meal for a single slice of pizza, which appeared to result in excess insulin relative to the actual carbohydrate intake; the lowest documented blood glucose was 51 mg/dl and remained below range for about 45 minutes. Symptoms included dizziness. Outcomes included use of oral carbohydrates and a glucagon injection administered with assistance, with blood glucose subsequently returning to within range. Investigation included technical and clinical troubleshooting and user education regarding proper meal announcements. Investigation of this case revealed user-related dosing inconsistency associated with meal announcement that led to excessive insulin delivery for the reported meal size. It was concluded that the device functioned as designed and the event was attributable to use error, with counseling provided on appropriate meal announcement to reduce recurrence.